Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's fiance reported via phone call that they had 1 infusion set leak and 1 no delivery alarm on an infusion set. Customer's blood glucose level at the time of the incident was 521 mg/dl. Customer was able to troubleshoot although customer did not have an additional infusion set available. Customer states that the infusion set leak occurred underneath the adhesive patch. The infusion set will be returned for analysis.